Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. H10 additional narrative: (expiration date - 12/31/2099). The device involved was an instrument and does not have an expiry date. The expiry date reported on the initial was filed in error.

Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? No. B. Was there any adverse consequences that affected the patient because of the reported event? No.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgical procedure, the surgeon was implanting the glenosphere. As he was trying to implant it, the glenosphere inserter and baseplate inserter handle threads got damaged and no longer thread together. Surgical delay was unknown.